Event description:
It was reported that the micro sagittal saw ran without user activation during an equipment evaluation at the manufacturer. There was no pt involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
During the equipment evaluation, the device was also found to exceed maximum temperature rise specifications. Upon disassembly, the motor assembly was found to be corroded and the sag head assembly was found to be worn. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece running on its own. The presence of wear in the sag head assembly is likely to cause or contribute to the handpiece overheating.